Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6). It was confirmed that the pump memory error occurred on (B)(6) and the app version number used to interrogate the pump at the time of the event was the most updated. It was also confirmed that a physician's assistant in the hcp's office first notified the rep of the pump memory error. No information was available regarding the previous programmer used to interrogate the pump. No diagnostics or troubleshooting procedures were performed related to the issue. It was unknown if the pump was interrogate on (B)(6) when the reservoir volume. The cause of the pump memory error was not determined. The patient was called back to the office to have their logs read, however the patient never returned the call. The patient had not contacted the clinic regarding the resolution of the event. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump. The rep indicated he got a call from a clinic that an alert ¿243 code¿ occurred. The rep did not get any other information other than a pump memory error occurred. It was reviewed to have the rep check the logs and re-enter all information to update. The rep would review that and also would be emailing the logs as it was reported that it was ¿weird that the pump was supposed to be refilled today but they pulled out 22 cc and on the programmer it stated estimated volume was 22.¿ it was also reviewed that the pump might have gone into a safety mode and could cause it to run at a lower rate. The logs were needed to diagnose the issue. The rep was to call the doctor back to get logs of when the pump memory error occurred. Patient symptom s were not reported, and the event date was asked and unknown. No further complications were reported.